Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) "is no longer working." Multiple follow up attempts were conducted with multiple clinics/hospitals. No further information was identified from either follow up source. The device remains in use. No patient complications have been reported as a result of this event.